Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the intermittent keypad failures caused by an unsecured keypad flex on the input/output printed circuit board. The connection was secured and the keypad operated normally. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had intermittent failures with the top number row of the pump's keypad. It was also reported that there was no patient involvement.